Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the screen. There was no adverse impact to the customer's blood glucose level. Customer technical support advised the caller to ensure the pump was not connected to a power source and to press the button firmly with finger support as instructed. The pump's display eventually turned on, and the caller acknowledged that the button was functioning as intended.